Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
During a coronary procedure with a csi orbital atherectomy device (oad), the viperwire fractured. There were two 80-85% stenosed target lesions for the procedure. The first lesion was located in the left anterior descending artery (lad), and the lesion was treated with two passes of the oad. The viperwire was then removed from the patient so the second lesion located in the left circumflex coronary artery (crx) could be re-wired. The technician noted that the viperwire appeared "beat up" after the first lesion was treated; however, the physician used it again for the second insertion and treatment of the crx lesion. After two treatments of the second lesion, a one-inch section of the viperwire broke off. A delay of one hour in the procedure occurred while the viperwire fragment was retrieved. The procedure was completed with stents, and the desired outcome was achieved. It was stated the patient had no complications beyond the increased procedure time, radiation, and contrast used.